Manufacturer narrative:
Date of event: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. Angiographic images were returned and reviewed by an abbott clinician. The results are as follows: the single image provided for review does appear to show a breakage of one (1) or more of the supera stent wires. The discussion presented for review states that the physicians feel this is a ¿twist¿ and not a breakage but if there was a twist there would not be observed the clear ¿step¿ seen in the image on the right side of the stent at the breakage. A twist would appear as a smooth taper down to the center and then a corresponding taper back to the original diameter. There were no procedural comments associated with this report that would help to identify a root cause other than the statement that the original deployment was over seven (7) months previous. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the information provided, a cause for the reported stent fracture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional reported information indicated that it appeared that the stent was deformed in an unspecified way. No additional information was provided.

Manufacturer narrative:
B3, d6: estimated dates. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician observed an angiographic procedure in another hospital as a guest. During this angiography he noted as the observer that an unspecified stent which had been implanted 7 months before was probably broken. It was noted that it might be a supera stent; however, this was not confirmed. There are no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.